Event description:
Two endeavor sprint rx eluting stents were implanted during the index procedure; one in the mid lad and one in the 2nd obtuse marginal. At 30 day f/u, pt's worst angina status was I as per ccsc. It is reported that the pt suffered a spontaneous gi bleed approx 9 weeks post index procedure. The pt woke with nausea, vomiting blood, melena stool and wet to the hosp. Pt rec'd blood and plasma transfusions, endoscopy colonoscopy and CT scans were done. Pt recovered with treatment. Pt was taking aspirin and clopidogrel at the time of the event. Investigator indicated that event was not related to the study stent. At 3 month f/u, pt's worst angina status was ii as per ccsc. Ref MFR # 9612164201100602.

Manufacturer narrative:
(B)(4): eval, results: (gi bleed).